Event description:
A report was received that the patient had infection at the ipg site. Patient's symptoms include low grade fever,redness, inflammation and swelling at the pocket site. The physician believed that infection was procedure related. The patient underwent an explant procedure and did well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.